Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving baclofen via an implanted pump. The indication for pump use was movement disorders and intractable spasticity. It was reported that the patient had withdrawal symptoms. A dye study was done today (B)(6)2022), and they could not aspirate the catheter. Surgery was scheduled for tomorrow morning. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. Additional information was received after the procedure on (B)(6) 2022 and it was reported that upon opening the pocket, they were able to aspirate the catheter easily. The pump was removed, and the volume was checked against the tablet and matched perfectly. The pump was put back in the pocket with the catheter coil behind the pump and the catheter aspirated again easily. When the pocket was almost completely closed, they did a third aspiration. There were no issues found during the procedure.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# unk, implanted: (B)(6) 2015. Product type catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the patient was experiencing less relief since his new pump was implanted last year. Per the hcp, the pump did not seem to be as effective as it used to. It was reported a dye study was performed this last summer, but the hcp was confused because results indicated contrast was not injected and catheter was not aspirated. The hcp was going to repeat a dye study procedure and requested a company representative (rep) be present.